Manufacturer narrative:
(B)(4). The field service engineer reported that there were no ventilator event logs, circuit or filters on unit at the time of inspection. All performed tests were passed as per service manual. No problem was found. The customer was advised to run the unit on a test lung for twenty-four hours and call back if there are any further issues.

Event description:
It was reported that after ten days, the ventilator alarmed while in patient use. The patient was bagged and transferred to an alternate ventilator without any reported harm. As per customer they did not believe there was a ventilator malfunction and event could be related to patient.